Event description:
Reporter performed comparison blood glucose tests, meter-to-hcp meter, receiving results of 130 and 171 mg/dl, respectively. Reporter stated that enough blood had been applied and that the confirmation dot had turned completely blue during the test. Reporter had recently been hospitalized for having a stroke and is on blood thinner medication. Control solution test was within range and no symptoms were reported.